Manufacturer narrative:
Incident date was not provided to ge healthcare (gehc). Investigation findings: patient data module (pdm) software v2.6 was released (B)(6) 2016 to a limited number of customer sites and was not released into forward production. During testing, the customer reported the pdm did not alarm for an apnea condition. This issue was reproduced by gehc when the pdm is used with the carescape host monitoring system software v2.07. The investigation concluded the pdm v2.6 respiration algorithm changed the way the respiration breath rate is reported during an apnea condition. Rather than setting the respiration breath rate to 0 bpm, the respiration algorithm in v2.6 of the pdm continues to report the current measured breath rate. Due to an anomaly in the compatibility between the pdm and carescape host monitoring system software v2.0.7, if the respiration breath rate is not 0 bpm during an apnea condition, the carescape monitor will not alarm apnea visually or audibly for the apnea condition. The root cause was determined to be a unique one-off issue related to inadequate regression and compatibility testing resulting in complete, more thorough regression/compatibility testing analysis specific to the pdm respiration algorithm changes in v2.7 and other host platforms.

Manufacturer narrative:
The issue was discovered during testing. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the pdm did not alarm for apnea. There was no patient consequence as the issue was identified during testing.